Manufacturer narrative:
(B)(4). Unit had cracked battery tube threads, partially broken retainer and cracked lcd window. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the broken retainer.

Event description:
Information received by medtronic indicated that the reservoir ring was crack. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.